Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the device did not power up. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).